Event description:
It was reported there was a catheter revision and a possible catheter occlusion was discovered. The healthcare provider (hcp) was performing a catheter revision on (B)(6) 2012, in which the hcp opened the patient at the lumbar site and disconnected the catheter at this site. The hcp was able to aspirate cerebrospinal fluid (csf) from the intrathecal end of the catheter. The hcp did not want to open at the pump pocket and therefor programmed a bolus to see fluid drip form the proximal/pump end of the catheter and no fluid was seen. It was then questioned if there was a possible occlusion at the proximal end of the catheter. The hcp was going to contemplate further troubleshooting/diagnostics. No other event information nor was the patient outcome provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).